Event description:
It was reported to boston scientific corporation that a wallflex enteral colonic stent was used during a colonoscopy with stent placement procedure on (B)(6) 2011. According to the complainant, the patient presented with a 10 to 15cm stricture as a result of a colonic obstruction. The anatomy was not tortuous. During the procedure, the physician advanced the stent over the guidewire through the endoscope to the site of the stricture. Deployment was started, however the user stated that it was very difficult to slide the exterior tube handle along the metal shaft; therefore, the stent was unable to be deployed. There were no visible issues reported to the device. The device was removed from the patient through the endoscope and the procedure was successfully completed with another wallflex enteral colonic stent. There were no patient complications reported as a result of this event. The patient condition post procedure was reported to be stable. Reportedly, the stent was used after the expiration date. The investigation results revealed that the blue outer sheath was broken/separated. As a result of the distal broken outer sheath, this event has been deemed reportable.

Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. (B)(4) - the evaluation finding of outer sheath broken. A visual examination of the returned device found that the stent was fully mounted. The outer sheath was kinked and accordioned at several locations along the length of the outer sheath. It was noted that the distal handle was detached from the outer sheath. This type of damage is consistent with excessive tensile force having been applied to the shaft. The blue outer sheath was separated at approximately 90 mm distal to the where the distal handle had detached from the outer sheath. The stainless steel shaft was kinked along the length of the shaft. During functional analysis, it was not possible to retract the outer sheath to deploy the stent, so the shaft was dissected proximal to the stent and the inner lumen and stent were withdrawn from the outer sheath. There was no issue in the movement of the outer sheath proximally or distally. No issues were noted with the profile of the deployed stent; however, the inner lumen was kinked at 65 mm proximal to the distal tip. A review of the manufacturing documentation for this batch found that the device met its material, assembly and product specifications at the time of release to distribution. A review of complaint history for the reported lot number was performed and concluded there were no other complaints reported for this lot. A labeling review identified that this device was not used per the directions for use (dfu) / product label. The product label states that the expiry date of the device is the end of august 2011. However, the complaint states that the device was used during a procedure performed on (B)(6) 2011, which is past its expiry date. Therefore, based on the evaluation conduction, the most probable root cause is user/use error.